Manufacturer narrative:
When the account investigated the likorall 242 s lift, it was noted that the lift motor's limit switch had been damaged allowing the lift strap to be raised to the mechanical end position. Over time, this led to the drum getting damaged and causing an oil leak. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The actuator restoration set will be replaced to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a likorall 242 s lift was nonfunctional. The lift was located in the patient's room at the account at the time of the allegation. There was no patient/user injury reported. (B)(4).